Manufacturer narrative:
Per the surgeon, the patient underwent a surgical procedure on (B)(6), 2014 to replace the internal magnet.this report is filed april 29, 2014.

Event description:
Per the clinic, the patient's internal magnet became dislodged (date not reported) subsequent to a reported head trauma.

Manufacturer narrative:
(B)(4). Implanted device remains.